Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's surgical site has reportedly healed. The recipient has resumed device use. This is the final report.

Event description:
The recipient's surgical wound reportedly opened after surgery. The recipient was recommended device non-use and prescribed antibiotics.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's surgical site has reportedly healed. The recipient has resumed device use. This is the final report.